Event description:
According to the reporter, during forceps operation in a laparoscopic partial liver resection, there was a pneumoperitoneum gas leak after the forceps were inserted several times. It was confirmed that there were cracks in the seal area. It was noted that there was no drop of debris inside the body due to damage to the seal. To resolve the issue, anew device was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.